Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the when putting a new battery in the insulin pump, it was not always booting up right away. It was stated that there was crack in the cases where the belt clip hooks and there were random no delivery alarms. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.